Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2024. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One unused strand double-armed outside its packaging that pertain to product code j9566g was received for analysis. During the initial inspection of the returned sample, a product for the code j9566g instead of j9666g was received. A characterization of the samples was conducted, and the following was observed: samples were examined for visual inspection and measured in needle diameter, point type, needle type, needle radius/curvature, and angle and suture characteristic and the needle and suture belong to the product code j9566g. In addition, the product codes j9566g and w9566 have the same needle characteristics. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that patient underwent an ophthalmology procedure (dacricystorynostomy) on an unknown date in 2024, and suture was used. The needle did not match with the indication on the package. The needle looks like a j in the part proximal to the needle thread attachment. Before cross reference, no anomaly had been discovered. There was no patient consequence. No further information is available.